Event description:
It was reported that the device displayed a charging bar increase while connected to the charger yet powered off with a red battery icon when removed, and an hour on the charger did not improve performance; a replacement charger was arranged and the user planned to use insulin pens until the new charger arrived. No adverse clinical symptoms associated with the device power loss. Outcomes included temporary interruption of pump therapy and use of alternative insulin delivery without emergency care or hospitalization. Investigation included remote troubleshooting and education with shipment of replacement supplies. Investigation of this case revealed a suspected charging system malfunction consistent with a charger or charging interface issue. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the external charging accessory or device charging interface.

Manufacturer narrative:
Initial.